Event description:
Event description guidant received information that this patient's aicd would be explanted for elective battery replaceement. At the replacement procedure, a shorted lead failure was present. The transvenous defibrillation lead was capped and abandoned. A new guidant device and lead were successfully implanted.